Event description:
It was reported that a user experienced a morning low blood glucose while using the ilet bionic pancreas and asked whether to make a meal announcement; the user chose not to announce because they were alone and was advised to follow their healthcare plan while the system considers current glucose levels. Symptoms included hypoglycemia with a reported nadir of 64 mg/dl and no associated acute effects. Outcomes included a transient excursion outside the 70¿180 mg/dl range for approximately 10 minutes, without medical intervention, backup therapy, or assistance. Investigation included complaint intake review and user education regarding system behavior and adherence to healthcare provider instructions. Investigation of this case revealed no device alarms and no evidence of device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.